Event description:
It was reported that during inspection at the user facility, the device was producing metal shavings and leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred in the sterile processing department at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
The comment of grease coming out was confirmed, but the comment of metal shavings coming out was not confirmed. Upon visual inspection, there was no evidence of metal shavings or leaking grease, but upon disassembly grease was observed near the actuator and collet kerf. The device was scrapped.

Event description:
It was reported that during inspection at the user facility the device was producing metal shavings and leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred in the sterile processing department at the user facility, there was no patient involvement and no delay to a surgical procedure.